Event description:
Patient reports getting cracks in all four of the front teeth from use of the retainers.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reports getting cracks in all four of the front teeth from use of the aligners.

Manufacturer narrative:
See corrected verbiage in b5.